Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore, a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested by weakness. The cause of the peritonitis was unknown. It was reported the patient was hospitalized for the event the same day as onset. On an unreported date the same month as receipt of this report, the patient received treatment with intraperitoneal ancef (dose and frequency not reported) for the event of peritonitis. The patient was discharged ten days after admission. At the time of this report, antibiotic therapy was ongoing and the patient was recovering from this peritonitis event. Dianeal therapy was ongoing. No additional information is available.